Manufacturer narrative:
This product is registered as a combination product. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with an inflamed incision site and an abscess was confirmed by the physician. The device and lead were both explanted and replaced with a subcutaneous ICD to resolve the event. The patient was stable and will continue to be monitored.